Event description:
After approx 4.5 days of iab therabpy. Blood was noted in the tubing. The iab was removed. No patient injury or further complications occurred as a result of this event. No further details for patient information is available.